Manufacturer narrative:
The fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited severe devitrification at the output window. The metal cap exhibits moderate char. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 32 minutes and 236,871 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."